Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: the device was not received for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause was unable to be determined. (B)(4).

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the right artery. The 80% restenosed, 10x4.0mm, eccentric target lesion was located in the mildly tortuous and mildly calcified proximal right coronary artery (rca). A 4.0x20mm maverick balloon catheter was use to predilate the lesion. Following predilation, residual stenosis was 80%. Subsequently, a 4.00x12mm promus element ¿ drug-eluting stent was selected for use but was deformed. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable.